Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system is fully functional.

Event description:
A medtronic rep reported that the surgeon felt inaccurate inferior and medial while navigating with a pak needle on the right side during a spine case. While the images were transferring to the stealth system, the mvs displayed the white screen with green letters. This forced a hard shutdown. There were only 160 image slices on the mvs and on the stealth. The surgeon aborted the use of navigation. The surgeon confirmed his placement of a guide wire with the 2nd o-arm images. There was no impact on pt outcome.